Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected and tested for occlusions. Results: visual inspection of the complaint cannula revealed no physical occlusion and no flow limitation was detected when testing the flow. Conclusion: we are unable to determine what caused the reported "blocked flow" as no fault was found with the returned cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in brazil reported via a fisher & paykel healthcare field representative that an opt318 optiflow junior nasal cannula was presenting blocked flow. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of contacting the customer to obtain further information. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt318 optiflow junior nasal cannula was presenting blocked flow. There was no reported patient consequence.